Event description:
It was reported that (3) devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the 511sd instruments will not activate (arm). Another instrument was used to complete the case. There was no consequence to the patient.